Event description:
During remote follow-up, undersensing lead to false pause episodes was observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.